Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. \a partial lead with the connector pin measuring 11.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that high, out of range high voltage lead impedance, low pacing lead impedance and high capture threshold were observed. The lead was explanted and replaced. The patient was fine after the event.